Event description:
The account alleged that a pt fell due to the pt position module not functioning properly. The account alleged that the pt position module led lit up, but did not alarm when the pt got out of bed. The account alleges that the extent of injury or if any injury occurred is unk.

Manufacturer narrative:
The technician performed the investigation and the account stated the pt was found on their back on the floor. There was no complaint of pain from the pt. The technician tested the bed and found that the pt position module functions as designed. No repair is needed.